Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2014 with the following findings: the black box data and pump histories for the time of the alleged bg excursions were unavailable for review, as they had been overwritten due to continued pump use. A review of the current pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that she has recently experienced episodes of high blood glucose (bg): she had a bg last week of 461 mg/dl and this morning her bg was 338 mg/dl. Both times she had the symptoms of thirst, nausea, and lethargy. The patient alleges the pump is to blame for these blood glucose excursions and declines troubleshooting. Her bg at time of call is 76 mg/dl and she is currently on pump. This complaint is being reported based on the allegation that a pump malfunction has resulted in the patient experiencing hyperglycemia.